Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient forgot to recharge their ipg. In turn, the ipg became inoperable. A manufacturer representative confirmed the ipg as inoperable. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient underwent an scs ipg replacement on (B)(6) 2019. Stimulation was reportedly restored postoperatively.